Event description:
It was reported that the bd alaris¿ infusion set experienced damaged tubing and leakage. The following information was provided by the initial reporter: IV tubing; noticed a crack in the tube while infusing to patient and IV fluid was leaking out of the crack. Level of harm: no apparent harm.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing leaking due to a tear was received from the customer. A sample was returned for investigation. Through visual inspection the customer complaint was confirmed. The tubing was cut below the blue safety clamp. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause for this issue was determined to be an error caused by gripers used in the assembly process. H3 other text: see h10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ infusion set experienced damaged tubing and leakage. The following information was provided by the initial reporter: IV tubing; noticed a crack in the tube while infusing to patient and IV fluid was leaking out of the crack. Level of harm: no apparent harm.